Event description:
Related manufacturer reference number: 2017865-2023-14129. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead and atrial lead exhibited noise. The patient presented in clinic but couldn¿t find the source. No programming changes were performed. The patient was in stable condition.